Manufacturer narrative:
Pc-(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the packaging included tlc75 instead of tlc55. Packaging was labelled tlc55. Issue was observed with all 3 devices of this sales unit. No harm to patient. Surgery was performed with device from new sales unit.